Event description:
It was reported that the patient presented for an upgrade to a dual chamber leadless pacemaker system. During the procedure, it was noted that the system exhibited low i2i communication. The physician removed and replaced the ventricular leadless pacemaker and was able to obtain better i2i communication. The patient was stable.

Manufacturer narrative:
The reported event of intermittent communication problem could not be confirmed. Final analysis found that the helix was within specification. As received the device did not have output or telemetry. Device was cut open and manual hybrid testing was performed which found that the device was deactivated in the field. Once device is deactivated it cannot be recovered to normal functioning and no further testing was performed. Longevity assessment was performed, and device had normal depletion based on device usage and handling.

Event description:
New information received indicates that the patient was dependent and had a very large and dilated heart. The physician wanted to position the new device closer to the atrium due to the distance between the devices.